Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited travel coarse error. No patient injury reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case by the l-bracket and the right plunger case were found cracked, and there was a non-original equipment manufacturer battery noted in the pump. A review of the event history log identified travel coarse error - check clutch/plunger lever. During functional test using the occlusion test the reported issue was duplicated. The root was due to normal wear as the pump is over 5 years old. Replaced clutch halves and lead screw and performed preventative maintenance and all the functional testing. .